Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, the charge time test and the continuity measurement test failed. A warning message was displayed several times, stating that the measurement was aborted. The continuity measurements in the device memories were within normal range and the battery status was 2.99v.